Event description:
It was reported that the patient's blood glucose (bg) values that dropped to 28 mg/dl. The paramedics were called and arrived to help the patient. For treatment, the patient was given glucose. The pod was worn on the abdomen. The patient was discharged after 1 hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.